Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator.  The reason for call was patient said sometimes the therapy works and most times it does not. Patient said they have been trying to charge the implant for an hour and the equipment stinks and is the worst they have ever had in any company. Patient stated they charged the implant a couple days ago to 100% and it was wonderful and they had no pain, it was a little miracle. Patient said maybe 2 days later they were still charging like they were doing now because they didn't want the ins to go past 30% and they still have excruciating pain for 2 days now. Patient stated they don't let the implant go past 30% because if they go to 0%, it takes a long time to get the implant charged up. Patient stated they are trying to charge the implant now and they are not able to connect with the mystimrc app. Patient stated they have not turned the therapy off at all. Agent asked patient to close out all app and connect with the recharger app and ins recharging good connection at 80%. Agent assisted patient with pairing the communicator and handset shows service code 306. Agent asked patient to close out all app and connect with the mystimrc app and patient said her setting was 6.9 and they increase it to 7.2 and they are not feeling or getting relief from the therapy. Agent asked patient if they had any falls or trauma recently and patient said they had a fall over a year and a half ago, but not recently. The external devices connected successfully to the implant. Agent recommend patient consult with hcp ofc for the next step. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.